Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C36242-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight 172 lbs. Concurrent conditions included fibromyalgia, von willebrand's disease, ovarian cyst nos, chest pain, palpitations, hot flashes, night sweats, insomnia, perianal pain and left lower quadrant pain. Concomitant products included estradiol since 2017, ibuprofen from 2012 to 2016, methocarbamol since 2017, omeprazole since 2015 and progesterone from 2017 to 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hormonal changes describe: hair falling out/ hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: eyesight became worse"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs, gerd"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: ibs, gerd"), back pain ("pain/ back pain") and vulvovaginal pain ("pain/ vaginal pain") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). On an unknown date, the patient experienced cervix oedema ("cervix was swollen") and scar ("scar tissue"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, irritable bowel syndrome, gastrooesophageal reflux disease, back pain, vulvovaginal pain, cervix oedema and scar outcome was unknown. The reporter considered alopecia, back pain, cervix oedema, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, scar, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the right fallopian tube was canalized, 2 coils showing. The left fallopian tube was canalized with 5 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound scan - on (B)(6) 2018: result: right ovary not well seen due to overlying bowel. Left ovary grossly normal and 1.5 x 1.5 x 1.2 cm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, back pain, menorrhagia, fibromyalgia, vaginal haemorrhage and irritable bowel syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: ¿update of information (batch is not valid)¿. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. C36242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight (B)(6). Concurrent conditions included fibromyalgia. Concomitant products included estradiol since 2017, ibuprofen from 2012 to 2016, methocarbamol since 2017, omeprazole since 2015 and progesterone from 2017 to 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hormonal changes describe: hair falling out/ hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type: eyesight became worse"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs, gerd"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: ibs, gerd"), back pain ("pain/ back pain") and vulvovaginal pain ("pain/ vaginal pain") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). On an unknown date, the patient experienced cervix oedema ("cervix was swollen") and scar ("scar tissue"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, vaginal haemorrhage, menorrhagia, migraine, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, irritable bowel syndrome, gastrooesophageal reflux disease, back pain, vulvovaginal pain, cervix oedema and scar outcome was unknown. The reporter considered alopecia, back pain, cervix oedema, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, scar, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received:lot number added. Case became valid and incident. Injury nos was replaced with new events- hair falling out, genital bleeding, vaginal bleeding, menorrhagia, migraines / headaches, dyspareunia, vaginal discharge, eyesight became worse, fatigue, weight gain, ibs, gerd, hair loss, cervix was swollen and scar were added. Event onset date were added. Reporters information, patients dob, demographics, date of removal, lab data, medical history, concomitant condition and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.